Event description:
On (B)(6) 2008, the pt was implanted with two gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2008, post-repair computed tomography angiography (cta) revealed a possible type ii endoleak (origin unk). On (B)(6) 2009, cta demonstrated a possible type ii endoleak. The aneurysmal sac was measured at 5.0 x 5.2 cm. On feb 2, 2010, cta showed no evidence of endoleak. Aneurysmal sac was measured at 4.4 x 4.5cm. However, cta on (B)(6) 2012 again revealed an indeterminate type ii endoleak with aneurysm measuring 6.3x6.1cm. On (B)(6) 2012, an angiograph taken during secondary intervention evar revealed the endoleak, initially thought to be a type ii, to be an actual proximal type I endoleak. The pt was implanted with a gore aortic extender component to treat the type I endoleak. The endoleak was resolved, and the pt tolerated the procedure.

Manufacturer narrative:
Add¿l excluder device included in this report: pxc141400/06154449. Results code-a review of the mfg records for the devices verified that the lots met all pre-release specifications. Conclusions code ¿ per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.